Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the tip of the delivery system twisted so strongly that it was impossible to create  gooseneck tension for proper placement. The ipg and delivery system were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.